Event description:
It was reported that 2 days following a coronary drug eluting stenting treatment procedure, the pt experienced a sub acute thrombosis. In 2004 a taxus express2 2.5 x 12 mm drug eluting stent was implanted into the right coronary artery (rca) during an elective heart catheterization procedure. The lesion had been pre dilated with a 2.5 x 8 mm voyager balloon. The pt was discharged the next day on a plavix regimen following an uneventful hospital stay. The pt returned to the physician's office the following day with chest pain and st elevations. The pt was transferred to the hospital where the stent was found to have a total occlusion mid-stent. The area dilated with both 2.5 x 12 mm and 3.0 x 8 mm nc balloon. The pt's hospital stay was uneventful and pt was discharged the next day. Their plavix dose was increased from 75 mg/day to 150 mg./day. The physician called the readmission a case of sub acute thrombosis.